Event description:
Customer reported being hospitalized for low blood glucose. Customer was sleeping when wife noticed, he was shaking and sweaty. Also, it was reported the customer has been on new medication for two months. Troubleshooting was performed and pump appeared to be functioning normally.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.